Manufacturer narrative:
(B)(4). The dexcom g4 continuous glucose monitoring (cgm) system documented, is being reported under MFR- 3004753838-2016-22817.

Event description:
Dexcom was made aware on 09/07/2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the thigh. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).